Event description:
It was reported that the ilet pump touchscreen was cracked and the pump was unresponsive after the patient had recently been hospitalized unrelated to the ilet; the user¿s mother confirmed the damage was on the actual screen after removing the screen protector, and a return was arranged. Symptoms included no clinical signs, symptoms, or conditions attributable to the device event. Outcomes included no health consequences or impact. Investigation included user communications and interviews, along with analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.